Manufacturer narrative:
Device was not reported to be defective.

Event description:
A lab tech reported that he splashed specimen in his eye while pipetting reagent prior to performing an in-vitro diagnostic assay for the detection of chlamydia trachomatis and/or neisseria gonorrhoeae. The specimen was in the testing tube, and while adding probe reagent, the specimen splashed into his eye. The lab tech was not wearing goggles as is required by instructions in the package insert for this assay. The lab tech did not know what type of specimen it was, it could be urine or material from a vaginal collection. The lab tech sought medical attention and was given antibiotics.